Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. Customer had given themselves a manual injection of 5 units but does not believe this was the cause of bg. Customer consumed a glucose tablet and drank lemonade and orange juice to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.